Event description:
The pump was returned for investigation. Investigation revealed that keypad buttons were found to be intermittently responsive. The keypad button symbols were found to be worn. The keypad cover was removed and contamination was found under the button key contacts. The display screen was also found to be dim and discolored. There was no reported adverse event associated with this complaint. This report is made based on results of investigation completed on 02/03/2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 02/03/2014 with the following findings: investigation revealed that keypad buttons were found to be intermittently responsive. The keypad button symbols were found to be worn. The keypad cover was removed and contamination was found under the button key contacts. The display screen was also found to be dim and discolored. There was no reported adverse event associated with this complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.